Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012784471 was returned and analyzed. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. The pressure test showed a severe leak. The vacuum test with a negative pressure was within range. The performance test failed. Dissection and pressure testing of the returned device revealed a leakage at the hemostasis valve; the valve disk was suspected to be torn. In conclusion, the sheath failed return inspection due to a leak at the hemostasis valve and a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure while aspirating the sheath with the balloon catheter inserted, small air bubbles were repeatedly observed. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.